Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Our customer has reported renewed problems with the 20 ml syringes, and other hospitals have experienced the exact same issue with the 50 ml syringes concerning leakage at the rubber. Could you please reopen your investigation and check if these issues are related? No patient harm.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection of the photos, a leakage past the stopper ribs is observed, verifying the reported incident. There was no visible damage or other defect visible within the photo to indicate why the leak occurred. A device history review was performed for reported lot 2402031, finding one annotation related to the reported incident. During assembly, it was found the wheels within the equipment were not properly synchronized due to a jam. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices and results of the leakage test verified product met required specification. While the sample did not display any visible damage, it is possible this incident is related to the issues found during the assembly process with the synchronization of the wheels, causing potential damage to the device. Given the reported details indicate there was no damage on the device, this cannot be verified for this incident and a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Our customer has reported renewed problems with the 20 ml syringes, and other hospitals have experienced the exact same issue with the 50 ml syringes concerning leakage at the rubber. Please see the attached photos for reference. Could you please reopen your investigation and check if these issues are related? "Pictures attached in the attachments." There is no damage to the barrel. The liquid rises through the rubber, as shown in the photographs sent previously.